Event description:
Boston scientific crm received information that the patient with this bsc pacemaker and competitive leads system died during a revision procedure to address an infection. The intent of the procedure was to explant the active products and also two surgically abandoned leads (competitive atrial lead and intermedics right ventricular lead). Following removal of the surgically abandoned competitive atrial lead, the patient's blood pressure dropped. The patient was transferred to the emergency operating room, however, never recovered. The date of death was 2009. There were no specific performance allegations made against the bsc device (implanted 2008) or the intermedics rv lead (implanted 1989 and abandoned 2008).

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.